Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 13, 2019 that a flexiva 1000 laser fiber was used in a litholapaxy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the tip of the laser fiber broke upon taking the fiber out from the package. The procedure was completed with another flexiva 1000 laser fiber there was no serious injury nor were no adverse patient effects as a result of this event. There were no patient complications reported.